Event description:
Patient underwent pci of the 1st diagonal branch using a 2.5mm diameter x 18mm length endeavor sprint drug-eluting coronary stent residual distal dissection was noted; however no treatment was required. It was noted that, approximately 9 months post procedure, the patient presented with symptoms revascularization of the target lesion was performed with deployment of one other manufacturer stent. Investigator reported that the event was unrelated to the study stent and procedure. It was reported that approximately 2 years post procedure the patient was transfused with 5 units of packed red blood cells and multiple units of plasma due to severe anemia secondary to gastrointestinal bleed. Investigator reported tha the event was possibly related to the drug approximately and not related to the study device or procedure. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (dissection, tvr, gi bleed). (B)(4).